Event description:
A pci procedure in a second lesion was performed using another co's guiding catheter, the 10 mm, 90% stenotic long lesion in the first obtuse marginal was successfully crossed with a guide wire. A crosssail dilatation catheter was used and inflated to 4b atm once, but it could not dilate the lesion. The lesion increased from 90% stenosis to 100% stenosis and had to be treated by CABG. After the balloon was inflated to 4 atm, a dissection developed. During stent preparation, the guide wire was withdrawn to the proximal portion and repositioned to the distal part; however, the pixel stent was acutally deployed into the false lumen. The pt developed pain over the back thorax. Emergency CABG had to be performed.